Event description:
Patient was speaking to a nurse through the intercom when she asked, "what happened to my air". Hbo r.n. Rushed to the chamber dials and noted emergency decompression in progress; switched to compressed air and increased pressure to no avail. Time of decompression under one minute. Patient stated that "it felt like someone was sitting on my chest.' No evidence of pneumothorax by chest x-ray. Sechrist notified. Similar incident of rapid decompression had occurred on 3/2/92 and was reported as incident number 0003. Enclosed is the maintance report from sechristdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed. Results of evaluation: telemetry failure, other, unanticipated short term complication of procedure, other. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.